Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 132 mg/dl, 188 mg/dl, 306 mg/dl, and 222 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure for hemostasis. According to the complainant, during the egd procedure, the injection gold probe was advanced down the endoscope, and positioned within the stomach to treat a gastric ulcer. However, when the physician attempted to cauterize the ulcer, the injection gold probe would not emit energy. The injection gold probe was removed from the patient. No visible damage to the device was reported. The injection gold probe was used in conjunction with a valley lab generator and an active cord. The device was not tested prior to inserting it into the patient. A second injection gold probe of the same type was used along with the same generator and active cord to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.